Manufacturer narrative:
The returned printed circuit control board has been investigated. The reported pressure transducer test failure during pre-use check was reproduced. The printed circuit board was found with a faulty capacitor. The defective component led to incorrect measuring of pressure by the breathing subsystem and failure of the pressure transducer test during pre-use check. This failure will be detected during the pre-use check. Should this failure occur during pt treatment, the peep (positive end expiratory pressure) will be higher than set. The alarm for high peep will be generated by the monitoring system when the user set limit is exceeded. The reason why the capacitor failed was insufficient insulation between layers within the capacitor. (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. (B)(4).